Event description:
Information was received from a consumer regarding a patient receiving hydromorphone, baclofen and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient reported via email that their pain pump was 4 years old and they had back surgery 6 months ago. Recently the patient had a bump on their back that appeared to be a pocket of some kind filled with liquid. The patient¿s pain relief had diminished. The patient was inquiring how do they check to make sure their pump was delivering the medicine to the right place. Per the patient, the back surgeon said the pocket had nothing to do with the surgery. MRI and x ray were inconclusive. Additional information was received from the patient on (B)(6) 2025 who reported that yesterday they had a sonogram of the area done at a pt (physical therapy) appointment. The patient re-reported the neurosurgeon does not think this had anything to do with their back surgery they had, but healthcare provider (hcp) was at a loss for the cause of the issue. The pump was the next thing they wanted to check. Additional information was received from the patient on 2025-09-15 who reported that the cause for the bump had not been determined. Additional information was received on 2025-10-13 from the patient and the healthcare provider via a company representative who reported that their pain had not been well controlled over the past two months. Also, the patient stated a mass appeared over her spine around the same time. The patient had been to see a neurosurgeon since. They ordered an MRI and told the patient there was nothing wrong and the mass was benign. The managing pump physician attempted a catheter dye study the day of the report but was unable to aspirate the catheter. The procedure was aborted. The plan was for the patient to be sent back to a neurosurgeon for catheter revision. Per the managing physician, reservoir volumes during refills have not had any discrepancies. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: catheter, product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 01-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting the issue was still not resolved. Patient met with neurosurgeon and the patient was having a catheter replacement by on (B)(6) 2025.